Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that a wound dehiscence was present at the patient's ipg site. As a result, the patient underwent surgical intervention on (B)(6) 2022. During the procedure, ipg was removed. Surgical intervention addressed the issue.

Manufacturer narrative:
A patient experiencing wound dehiscence at the ipg site was reported to abbott. The patient¿s ipg was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.